Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (300 mg/dl). Reportedly, the pump settings were set incorrectly. Tandem technical support guided the customer through adjusting pump settings. In addition, it was reported that the customer experienced low bg levels (60 mg/dl). Reportedly, the customer still had insulin active in their body from previously using injections for insulin therapy, and the customer delivered a bolus via the pump which caused the customer's bg's to drop to 60 mg/dl. Customer stabilized bg levels with juice.